Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2002 ¿ patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of composix kugel mesh (device #1). Per operative notes, ¿the hernia sac is amputated and a composix kugel mesh (device #1) was placed and tacked.¿ on (B)(6) 2004 ¿ patient was diagnosed with two incarcerated right lower abdominal incisional hernias thereby underwent open repair with partial removal of mesh (device #1) and implant of bard flat mesh (device #2). Per operative notes, ¿the dense adhesions were taken down. The areas of redundant and nonadherent mesh (device #1) were all excised. A new piece of bard flat mesh (device #2) was placed and sutured in right lateral to the prior mesh (device #1). On (B)(6) 2005 ¿ patient had wound infection thereby underwent debridement of wound.